Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer to ensure the new product resolved the customer initial concern and meter is not displaying high results;customer is satisfied with the glucose reading from the new product ; customer did not reported medical attention.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 100 to 110 mg/dl. The customer reported symptoms of dizziness. Medical attention is reported on (B)(6) 2016 as a result of blood glucose results and reported symptoms. Customer performed blood glucose test on (B)(6) 2016 and reported result of 179 mg/dl. Customer then went to the local clinic, where the physician performed a blood glucose test and reported result of 109 mg/dl. Customer provided that they have not had any recent changes to diet, medication, or exercise. Back to back blood test performed by customer fasting during call on (B)(6) 2016 produced results of 82 mg/dl and 84 mg/dl. The product is stored by customer in the living room. The test strip lot manufacturer's expiration date is 09/29/2018 and open vial date is (B)(6) 2016. The meter memory reviewed for fasting test results (date / time not set): (B)(6).